Manufacturer narrative:
(B)(4). Concomitant medical products: unknown allofit cup item# unknown lot# unknown. Unknown durasal flat liner item# unknown lot# unknown. Unknown 32mm cobalt chrome head item# unknown lot# unknown. Report source: foreign -australia. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00023, 0009613350-2023-00024, and 0009613350-2023-00025. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient fell, causing a periprosthetic fracture. The stem also loosened which required revising. The cup was also revised due to metallosis. Patient outcome: revision. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Unknown durasal flat liner - item# unknown, lot# unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Devices used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.